Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported a patient with blurred vision, constant tearing, light sensitivity, ocular hypertension, and steroid response following an intraocular lens (iol) implant procedure. The lens was removed in a second procedure. Additional information was requested.